Event description:
During shift checks, the customer noticed that the autopulse li-ion battery (sn (B)(6)) was stuck inside the autopulse platform (sn (B)(6)). The customer stated that prior to being stuck inside the platform, the battery was functioning as intended. The customer added that the autopulse platform was also displaying user advisory (ua) 45 (not at "home" position after power-on/restart). The customer couldn't rotate the platform's driveshaft to its "home" position. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position. The ua45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. However, in this case, the encoder driveshaft was difficult to rotate due to the sticky clutch area. This also confirms the customer's reported statement that they couldn't rotate the platform's driveshaft to its "home" position to clear the ua45 advisory message. The reported complaint of autopulse li-ion battery (sn (B)(6)) being stuck inside the autopulse platform was confirmed during visual inspection of the returned autopulse li-ion battery. The battery was removed from the autopulse platform by pulling the battery out firmly. The root cause of the reported complaint was due to the damage on the guide pins of the autopulse li-ion battery, likely caused by mishandling, such as a drop. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, a vertical crack was going through one of the screw fittings of the front enclosure. The observed physical damage could be attributed to user mishandling, such as a drop. The front enclosure was replaced to address the issue. The archive data review indicated multiple ua45 advisory messages around the reported event date, confirming the customer's reported complaint. The archive data showed multiple user advisory (ua) 12 (lifeband not present) that occurred around the reported event date, unrelated to the customer's reported complaint. The ua12 advisory message was cleared and did not replicate during functional testing at zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. The preliminary functional test failed as the autopulse platform displayed a ua45 advisory message upon powering up, confirming the reported complaint. During the investigation, it was noted that the clutch plate was sticky, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch plate did not allow the driveshaft to rotate freely, causing the ua45 advisory message to persist. The clutch plate was replaced to address the issue. Subsequently, the driveshaft was rotated to "home" position using the administrative menu to clear the ua45 error message. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to run-in tests using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with (B)(6).